Event description:
It was reported that an ilet pump would not power on after being placed on a replacement charger, consistent with a device not charging or powering behavior and a suspected charger or power subsystem issue; a replacement ilet and accessory were issued after the prior unit was dropped off for return. Symptoms included no alerts or alarms and no reported impact to blood glucose. Outcomes included the patient being advised to use backup therapy given unreliable insulin delivery and to continue cgm use with the dexcom app or receiver. Investigation included troubleshooting over the phone, verification of shipment logistics, and collection of the device for return evaluation. Investigation of this device revealed a failure to power associated with charging functionality, indicating a probable malfunction involving the charging pad or power circuitry. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to power/charging failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.